Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the patient¿s adverse events of an umbilical hernia, characterized by abdominal pain, which warranted hospitalization and surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction is associated to the event. The liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation or exacerbation of the patient¿s umbilical hernia. It is unknown if the patient¿s umbilical hernia was present prior to the initiation of peritoneal dialysis (pd) for renal replacement therapy (rrt). Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.

Event description:
A peritoneal dialysis (pd) patient reported that they underwent surgery. Upon follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the patient presented to the outpatient dialysis clinic on (B)(6) 2020 due to abdominal pain. The patient was sent to the hospital for radiological studies, which diagnosed an umbilical hernia. It is unknown if the umbilical hernia was present prior to the patient beginning renal replacement therapy. Regardless, the hernia required surgical repair. On (B)(6) 2020, the patient successfully underwent an outpatient umbilical hernia repair and was released shortly after in stable condition. The patient¿s pd catheter remains unchanged, and despite lowering the fill volume to allow the abdomen to heal, no other prescription changes were made. Per the pdrn, the performance of pd therapy increases intraperitoneal (ip) pressure, and it is likely the umbilical hernia developed or became exacerbated due to pd therapy. The patient was aware of the risks associated with pd therapy prior to beginning. The patient will resume utilizing the same liberty select cycler as before the events once their abdomen has healed.